Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Pad unit powers on as soon as pad-pak is installed in unit.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies,(B)(4) on 8th december 2012. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2016. On the (B)(6) 2016, the device failed the weekly auto self-test due to low battery. The battery monitoring circuitry, including the device current drain and pogo pins, were verified during the investigation. This suggests that the self-test failure may have been due to either; the pad-pak being removed and then not properly seated within the device, or, the pad-pak being replaced with a partially depleted unit. No pad-pak was returned for investigation. The investigation found no fault with the returned device.